Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2018. The user facility submitted a medwatch report for this event: (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free lv connector would not flow. It was further reported that after the intravenous (IV) was started, the device would not aspirate or flush blood through the catheter. To clear the issue, the set was removed and a new one was used with no further issues. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.